Event description:
On (B)(6) 2013, the physician reported that during an office visit that day, the patient had diagnostic tests performed which showed high impedance. The physician does not believe that the patient has fallen or done anything to cause any lead damage. No patient manipulation or trauma is suspected. The patient's seizures have been increasing about a month ago and was believed to be related to the high impedance. The seizure frequency and type were not noted, but the patient had over 30 seizures per month prior to vns so it is believed to be below baseline levels. The patient's device was turned off and x-rays were planned. Other than the high impedance, the diagnostics were fine. Clinic notes dated (B)(6) 2013 were received which confirmed that the seizures have worsened and that high lead impedance was seen. Review of the manufacturer's device history records for the lead confirmed all quality tests were passed prior to distribution. Ap and lateral x-ray images of the neck were received and reviewed by the manufacturer. The electrodes were observed in the neck and appear to be in proper alignment. Due to the quality and angle of the images provided, it could not be assessed if a strain relief and bend are present per labeling. An upper bend appears to be present where the strain relief loop is normally located. Two tie-downs were visualized in the image. The first tie-down appears to be lateral to the anchor tether. The second tie-down appears to be below the bend. The generator was not visualized on the x-ray images. Based on the x-ray images provided, the cause of the high impedance is unknown. The presence of micro-fractures in the lead cannot be ruled out.

Event description:
The patient had a full vns replacement surgery on (B)(6) 2013. The implant card stated that the replacement was due to lead discontinuity. The explanted devices were returned to the manufacturer and are pending product analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
Analysis of the lead was completed on 10/01/2013. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, slice marks were observed on the outer silicone tubing and what appeared to be remnants of dried body fluids were observed inside the outer and inner silicone tubes, in most areas. The slice marks appeared to have been made by a sharp object which could have occurred during the explant procedure, however this cannot be confirmed. The abraded openings and slice marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Analysis of the pulse generator was completed on 10/14/2013. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.